Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One opened phacoemulsification tip without a wrench, in a bag was received. Sample was visually inspected and found to be conforming. No bent condition was observed. Phacoemulsification tip was observed to not have a 45 degree ground bevel as per specification. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation confirms that the bevel of tip was not ground to 45 degree as per specifications. The root cause is a manufacturing related and missed during inspection. An investigation is in progress for the issue of phacoemulsification tip bevel not ground to 45 degree. All tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The physician reported that the tip was found bent during test for cataract surgery with intraocular implant. The surgery was performed and completed after replacing the product with another tip. There was no report of patient harm.